Event description:
Procedure: partial pulmonary resection. According to the reporter: the doctor was not able to open the loading unit after closing. He needed some time to remove the closed loading unit. After the incident he used another cartridge that worked fine. Surgery time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).